Manufacturer narrative:
In a follow-up inquiry with the medical facility regarding the patient's status/condition, it was reported that there were no injuries to the patient. Additionally, there were no permanent hearing issues with the medical staff, including the physician involved. The involved cryoprobe has been quarantined by the hospital's risk personnel and is not currently available for an evaluation. Based upon similar reported events it appears that the accessory's failure was due to a manufacturing defect involving insufficient gluing in its connector. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If the device is returned and examined, and another determination is made as to the cause(s) of the rupture besides the manufacturing defect, a follow-up MDR will be filed. Assessment by erbe germany. Erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional visual inspection steps to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The cryoprobe lot number has been recalled. Hospital personnel were notified on 02/12/26 and 03/12/26 of the lot being a part of the recall. It appears that the appropriate medical staff didn't see the recall notification.

Event description:
It was reported that an incident occurred with the flexible cryoprobe during a lung nodule cryobiopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided) and an ion robot. No information was provided in regards to the unit's settings or any other accessory used in the procedure. Per the reported information, there was damage to the white portion of the probe with physician and staff having an injury to their ears as well as tinnitus. Then on 04/08/26, erbe received a medwatch report (number mw5186417) via FDA from a physician. In the report description, it stated: "ion bronchoscopy using cryo probe. Patient was intubated with (B)(6) and (B)(6) at head of bed in endo 5. Dr (B)(6) stepped on the peddle to activate the cryo probe which was in the patient's airway and after a less than second delay, a loud explosive sound occurred and the cryo catheter was noted to have been thrown out of the patient's airway to the floor in unexpected explosion. Dr (B)(6) and dr (B)(6) had diminished hearing due to the close nature of the high decibel explosive sound and this hearing impairment continued. Plan is to check the patient's hearing in recovery. Device was in her airway when it exploded and was thrown out of her airway onto the floor. Will check cxr for signs of concussive trauma (pneumothorax, pulmonary edema). Persistent hearing loss for dr (B)(6) and dr (B) (6). Of note, the cryo catheter matched the recall lot number (of which we were unaware of until one of our nurses found the FDA recall after the event)."